Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had high impedances greater than 2000 ohms and the lead switched to unipolar. The patient didn't feel well due to multiple atr with oversensing on the atrial channel. The patient came in for a followup where the lead tested fine. It was programmed back to bipolar. The patient will be monitored.